Event description:
It was reported that during lead implant procedure the lead continued to dislodge. It was decided not to use the lead and a different lead was implanted successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.